Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for call was caller reported patient thinks they are having issues with their dbs: since (B)(6): a really bad rash, racing heart, itching, hives, they have been to the doctor and they put patient on an itching medicine but it did not work, they are now on prednisone, their dbs, the battery went from a square to a diamond and recently it started leaking. Redirected to their doctor. Pt rep asked if manufacturer could do anything. Offered and reviewed physician listings. Offered assistance to use the programmer to make a therapy adjustment and pt rep was successful to increase on the right by one tenth and the patient (pt) said that felt better. Redirected to the healthcare provider regarding their medical symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.